Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that the vapr3 footswitch doesn¿t switch on. No potential harm was reported. No delay was reported. The procedure has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was sent to the service center for evaluation. The work order indicates: system not performing to specification. Cause code : normal wear the wired vapr foot switches cannot be repaired. This complaint can be confirmed. This failure can be attributed to fair wear and tear. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.